Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing thresholds. Computed tomography (CT) scan was then done and result showed that the lead may have perforated the heart wall. The physician performed surgical intervention to reposition the lead. No additional adverse patient effects were reported.